Event description:
Medtronic navigation equipment would not register saying it was unable to do so because of "interference". Machine had to be restarted while patient under anesthesia, delaying start of procedure.